Event description:
Around 1600, the patient's nurse found fluid leaking from the bd alaris IV pump. The IV tubing was removed from the pump channel. There was found to be a pin point hole in the soft part of tubing right under the blue plastic piece of the tubing. The location at the juncture of the tubing inserted into the pump. New tubing was primed and the IV was restarted. The IV fluid pump was the carrier for epinephrine and calcium. Patient got slightly hypotensive. The patient recovered back to baseline with no intervention after the change out of the IV tubing.